Event description:
It was reported that the catheter tubing had coiled around the pump. The pt underwent surgery to reposition the catheter and place a new pump (difficulty with inability to anchor pump in pocket - flips). The pt was reportedly having better pain control. See manufacturer's report # 6000030200500853.

Manufacturer narrative:
This report is being submitted following an internal audit.